Event description:
It was reported that the unspecified bd maxzero needleless connector had connection issues. The following information was provided by the initial reporter: we currently have a broviac that has a bd maxzero needless connector stuck on the line in the nccc. We can change everything up to the connector otherwise. Do you have any tips to remove it? We've had several issues with PICC lines as well which have ultimately resulted in broken lines from nurses using clamps to remove the claves. We do use prevantics swabs as opposed to alcohol swabs - there is rumor that this is possibly increasing the cementing.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
Investigation results: due to no sample being received, an investigation could not be performed, and a root cause could not be determined. No product will be returned per customer. No investigation was performed.

Event description:
No additional information.